Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall that occurred four months ago. The details of the fall were not provided. It was not possible to communicate with the patient's implantable neurostimulator battery using both the patient programmer and the clinician programmer. It was suggested that the device depleted prematurely. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.